Event description:
Patient had the trapezium implanted in his right wrist 15 years ago. Patient reported he was not told the implant was made of silicon. Patient complaining of pain and implant is eating his right arm away. Patient stated it is getting hard for him to use the right hand as he is right handed.